Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant in site 4 was removed due to non-integration and relocating to sinuses during uncovery. Implant fell into sinus during uncover. Lateral window was created to remove the implant. Note: pain.